Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer and inner coils bent, the suture sleeve damage/cut in two pieces and the inner insulation was breached at the suture sleeve tie region consistent with damage caused by suture tie down forces. The cause of the reported event was isolated to the damaged led due to overtightened suture. Electrical testing did not find any indication of conductor fractures but failed the short test due to breached insulations due to suture tie down forces.

Event description:
During the initial implant procedure when attempting to place the atrial lead, the stylet broke which resulted in insulation damage. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.